Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the cables were pulled from the strain relief, severing all wires in the cable and were missing. The root cause for the strained cables could not be positively identified. There was no adverse event that resulted from the damaged belt.